Event description:
It was reported that during a laparoscopic inguinal hernia; pre-loaded the clip and fired. The clip falls off of the vessel. It is unknown how the case was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Which firing of the device did this event occur on? What was the shape of the clip that fell off of the vessel? What vessel or structure was the device fired on at the time of the event? Were there any feeding issues experienced with the device? Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Was there any torquing or twisting of the device present at the time of firing? Was any unexpected resistance felt while firing the trigger? Were any unexpected noises heard? If so, when? Did anything unexpected happen prior to this incident? Was the device fired after this incident in or out of the patient? What were the indications for surgery? What was found? Does the patient have any relevant history of surgical treatments? If so, what? Did somebody other than the primary surgeon fire the instrument? If so, whom? Was there a recent conversion to ees devices in this account or with this surgeon?

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.